Event description:
It was reported that after the catheter pumped fluorouracil, blue impurities were found inside the extension tubing. The impurities looked similar to the catheter in appearance and color. This patient from general surgery had a bard catheter placed on (B)(6), 2021. On (B)(6), the patient started the second session of chemotherapy with oxaliplatin, dexamethasone, tropisetron, magnesium isoglycyrrhizinate and esomeprazole intravenously infused and pentafluorouracil pumped by microcomputer pump. The catheter was flushed before and after drug administration. When infusion of pentafluorouracil was completed in the afternoon of august 29, the catheter was flushed and locked as per standard practices. During aspiration for catheter maintenance in the morning of august 30, blue foreign matters similar to the catheter was aspirated. Upon the aspiration, it was confirmed that no more foreign matters were seen inside the catheter. The catheter was not removed for the time being.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a blue foreign material is inconclusive due to the state of the returned sample. One 20 ml syringe and one yellow-hubbed 20 g needle were returned for evaluation. An initial visual observation showed two small dark blue particles on the plunger of the returned syringe. A microscopic observation revealed the thinnest edges of the blue particles were observed to be somewhat transparent. The blue material was found to be hard and did not depress with pressed upon. While the material within the returned syringe did not appear to be from any components of a groshong nxt catheter, possible causes include precipitate formation and plastic shavings from a connector, or other such device, damaged by or accessed via a sharp instrument. However, the identity and source of the blue material returned for evaluation ultimately could not be determined from the returned sample; therefore, this complaint is inconclusive. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redq2806 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported that after the catheter pumped fluorouracil, blue impurities were found inside the extension tubing. The impurities looked similar to the catheter in appearance and color. This patient from general surgery had a bard catheter placed on (B)(6) 2021. On (B)(6) the patient started the second session of chemotherapy with oxaliplatin, dexamethasone, tropisetron, magnesium isoglycyrrhizinate and esomeprazole intravenously infused and pentafluorouracil pumped by microcomputer pump. The catheter was flushed before and after drug administration. When infusion of pentafluorouracil was completed in the afternoon of (B)(6), the catheter was flushed and locked as per standard practices. During aspiration for catheter maintenance in the morning of (B)(6), blue foreign matters similar to the catheter was aspirated. Upon the aspiration, it was confirmed that no more foreign matters were seen inside the catheter. The catheter was not removed for the time being.